Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the cord was frayed exposing copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
After the field service technician completed, the evaluation and repair, the device was returned to service at the customer facility.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the cord was frayed exposing copper wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation in progress.